Event description:
It was reported that the system intermittently receives ad channel 11 failed error code. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. Identified the need to replace the l2 inductor. Installed a new l2 inductor. The system was tested and found to be working as intended and placed back into svc. It was also noted that there is an intermittent issue with the k2 relay not energizing and an analog support pcb is required. Advised the customer that due to the end of life status on the system, the pcb could not be ordered.